Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella has not been returned. However, clinical details provided are sufficient to determine root cause. As per clinical detail, the doctor was unable to pass the cannula tip beyond the graft. Doctor found kinked catheter shaft. The pump was exchanged with new one and delivered successfully. The cause of the delivery issue was most likely use related, based on provided clinical details.

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the medical staff was unable to advance the cannula tip beyond the tunneled graft anastomosis. The pump was removed and the catheter was shown to have kinks in several places. A new pump was inserted successfully. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.